Manufacturer narrative:
The customer's report of an over infusion was not confirmed. No date was provided for the reported issue. A review of the event logs shows that an existing infusion of an unknown drug completed on (B)(6) 2015 8:07 pm. Two minutes later, the pump module door was opened and closed; and a rate of 50 ml/h and vtbi of 50 ml was entered and started. At 8:12 pm, the vtbi was edited to 1200 ml. The primary volume infused was listed as 2012.82ml. On (B)(6) 2015 1:40 am, the rate was edited to the reported rate of 37ml/h. The vtbi amounts were edited several times with the highest at 80ml; the infusion completed at 7:53 pm. The volume infused was cleared; approximately 940ml should have infused. Further review of the log identified infusion rates were edited several times between 10ml to 80ml/h up until the source device was channeled off at (B)(6) 2015 1:11 pm. Further review of the log noted no further infusions from the source device. Based on the initial programmed volume to be infused (1200ml) and the appropriate 940ml that was recorded as infused during the reported 24 hour period, the remaining volume in the infusion bag should have been approximately 260ml. There were 4 air in line events during this time frame followed by a door open and closed event after each. The device, infusion set, and infusion bag were not received for inspection. The root cause of the customer's report was not identified.

Event description:
The customer reported an over infusion of a 24 hour bag tpn. The bag was hung at 10 pm and by 7:30 am the next morning the bag was found empty. The bag volume was 988 mls and the rate of infusion was 37ml/hr. There was no report of pt harm or medial intervention. Although requested, no add'l pt/event details were provided.

Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for eval.